Event description:
It was reported that the patient had been experiencing presyncope lightheadedness. It was also reported that the device showed high rate episodes and two of the three high rate episodes were during a mode switch. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.